Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to reported event: component failure - image issue due to a faulty electrical component. The following reportable malfunction was identified during the device evaluation: scope connector has corrosion. Based on the results of the investigation, olympus confirmed foreign material, but the type of the material or root cause cannot be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a scope communication error e315 during inspection for use. There were no reports of patient involvement.